Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: medical device qa specialist. The actual device was not returned for evaluation. Based on the results of our investigation the root cause of the complaint could not be identified. The actual sample was not returned for evaluation hence we could not provide detailed information of its actual condition. Retention samples were confirmed free from defects that will affect activation of safety sheath and related functional testing such as sheath activation and deactivation were all passed. Also, simulation of manual sheath activation was successfully done wherein no irregularity during activation was encountered that may lead to the complaint. Lot history files were checked, and no nonconformity or irregularity was encountered that may lead to failure in safety sheath activation. We have series of visual in-process inspections to check the molding condition of the components critical to the safety sheath activation of the product. This is routinely checked to assure that no defects will be encountered that will lead to a problem during activation. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Furthermore, proper instruction for the usage including the device activation of the sg2 safety needle and visual confirmation of successful activation is addressed on the firmagon (degarelix for injection) IFU. (B)(4).

Event description:
The user facility reported the customer stated that the safety mechanism on needle was very flexible and dangerous, and after covering the needle after injection, the needle stuck the nurse trying to cover it completely. There was no reported damage to box or product. Needle stick was with the used needle. No additional actions were taken, except basic first aid. There was no impact on the patient. The patient being treated received the dose administered as intended. The needle stick occurred after use on the patient. Additional information was received on 30march2021: the involved part of the device was the safety sheath instead of the protector.